Event description:
It was reported that shortly after it was implanted, this right ventricular (rv) lead was suspected to have an issue based on the patients rhythm. The lead was examined and there appeared that this lead suffered from a micro dislodgment, so it was revised and remains in service. No additional adverse patient effects were reported.